Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 - date returned to mfg, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues on both air/water and auxiliary channel and cylinder. Based on the results of the investigation, it is likely that the communication error with fuzzy image was due to stain on the image. A definitive root cause for the foreign material could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope received a scope communication error and a fuzzy screen. The event occurred during set up. There were no reports of patient involvement.